Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot. The unit passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. The following physical damage was noted: scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose was 479 mg/dl, which she treated via manual insulin injection. The patient was unable to open her battery compartment. During troubleshooting the customer was unable to remove the battery cap with a quarter. She was unable to remove the cap with a large, flathead screwdriver as well. The insulin pump was returned for analysis.